Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent backup battery fault alarms was unable to be confirmed. A review of the log files contained data spanning approximately 12 days ((B)(6)2023 ¿ (B)(6)2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. No backup battery fault or notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. The controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system as intended. Backup battery fault alarms were not reproduced throughout testing. Per the provided information, the backup battery has been previously reseated and exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having intermittent backup battery fault alarms for the last couple of months despite changing the battery and ensuring it is well-connected. Log files were submitted for analysis. The event log contained a few clusters of pulsatility index (pi) events and routine power source changes. It was also noted that there were no backup battery faults in the event log, but they could have been overwritten due to limited memory space. The system controller was changed electively on 18oct2023.